Event description:
Customer stated that she is having problems with the insulin pump. Customer had forgotten how to use the bolus wizard. Customer was hospitalized due to high blood glucose. The current blood glucose reading is 177 mg/dl. The blood glucose reading at the time of the event was 300 mg/dl. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.